Event description:
On 06/06/2022, it was reported by a sales representative via (B)(4) that on (B)(6) 2022 during an unknown procedure a ar-300b burr attachment would not capture the burr or spin when hitting foot pedal. Also a ar-200m motor got extremely hot, rags dunked in saline had to be used to hold the overheating handpiece to not burn the surgeons hand. There was no additional information provided. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is wear and tear.